Event description:
It was reported that the patient had ins implant in the butt and it doesn't work, and hasn't worked for quite sometime, hcp (healthcare provider) refuses to take it out, and the patient was wondering if that is standard process. The hcp had concerns regarding taking it out because it could cause infection. It was noted that the ins provided therapy for the first week and after that it did not. The patient never had therapeutic effect. It was noted the patient had another hcp surgeon who is willing to remove ins; also hcp is aware of her health history because he has done full colostomy and hysterectomy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v465541, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).